Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis. Deflation was diagnosed by through a physical examination on (B)(6) 2018. As a result, unilateral prosthesis exchange with a mentor smooth round moderate profile 325cc saline prosthesis was performed on (B)(6) 2018. There were no procedural complications or additional issues noted.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record ( DHR) of lot number 7491886 reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) -year-old hispanic female underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis. Deflation was diagnosed by through a physical examination on (B)(6) 2018. As a result, unilateral prosthesis exchange with a mentor smooth round moderate profile 325cc saline prosthesis was performed on 3/8/2018. There were no procedural complications or additional issues noted. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed four leakage sites; rents a, b, c, and d measuring approximately 0.1 cm discovered on the posterior view. Microscopic examination of the rents edges gave no indication as to its cause. No other anomalies were found. The complaint of deflation was confirmed since four rents were found on the device. Nonetheless, a microscopic examination of the rents edges was performed and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) of lot number 7491886 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor performs 100% inspection and testing of all devices prior to release; he product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).